Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Troubleshooting found that the pump alarmed change sensor and customer had to switch out the sensor 3 times. The customer indicated that the sensor glucose was 100 points off from his blood glucose of 600 mg/dl. Troubleshooting found that the customer drank a sugared soda by accident and this caused the high blood glucose. Customer may have over treated after this incident and an ambulance was called. Customer's blood glucose went to 34 mg/dl at that time. No further details were provided.